Event description:
Note: this report pertains to one of three devices that reportedly malfunctioned during the same procedure. Refer to associated MFR report numbers 3005099803-2009-01083 and 3005099803-2009-01085. It was reported to boston scientific corporation in 2009 that three ultratome xl sphincterotome devices were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, first two devices would not bow during use and a third device would not bow during preparation. The procedure was completed with a different device (MFR unknown). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.